Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, pause episode due to undersensing was noted. Technical support was contacted. The physician will continue to monitor the device. The patient was in stable condition.